Event description:
On (B)(6) 2017 the representative further reported that the patient reported increased pain since he called the hospital when he heard the alarm of his pump on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in canada who received an unspecified medication via an implantable pump. The patient¿s medical history included hypothyroidism and hemophilia. It was reported that during normal use a motor stall occurred on (B)(6). The patient heard the alarm and came to the emergency. Interrogation of the pump confirmed the stall that never recovered. The patient experienced increased pain but no other withdrawal symptoms and was put on oral medications. The pump was initially scheduled for an elective replacement on (B)(6) 2016 but reported as explanted on (B)(6) 2016 and replaced. At the time of the report the patient¿s status was alive-no injury. The pump was expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 the representative further reported there were no potential causes or factors that may have led or contributed to the motor stall.

Manufacturer narrative:
An interrogation of the pump revealed the pump delivered dilaudid 10 mg/ml, simple continuous of 4.497 mg/day. Dispense testing could not be performed due to the stall. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.